Event description:
The customer reported to olympus, the high definition lcd monitor had a no image issue on the serial digital interface (sdi) interconnect. The event took place during a procedure. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The customer stated he tried both serial digital interfaces (sdi) 1 and 2, and was not getting an image. He said he connected to the same sdi cable to a different non olympus monitor and they could see an image. After some additional troubleshooting, the olympus rep asked the customer where the originating serial digital interfacing signal was coming from. The customer traced the sdi cable back to some type of adapter box that was not an olympus product. He believed it was supplied with a separate company's device and not an olympus system. The olympus representative the customer to look to see if there was an unused sdi out on the cv-190, and the customer was able to find the out 2 was unused. The olympus representative asked the customer to move the cable coming from the adapter box to the sdi out on the cv-190, and it resolved the issue. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to the use of a non-olympus adapter box. The subject device was not returned to olympus; therefore, the reported event could not be confirmed. Olympus will continue to monitor field performance for this device.